Event description:
The customer indicated that the dxh800 instrument was experiencing diff vote-outs, diff r flags, and flow cell messages and requested service on (B)(6) 2013 for this issue. The customer continued to run the instrument before service was provided and false high nrbc results were obtained on (B)(6) 2013 on three patient samples. No erroneous results were reported out of the lab so there was no death, injury or affect to patient treatment..

Manufacturer narrative:
Based on review of instrument printouts, erroneous high nrbc results were observed for each of three patients run on dxh8001 when compared to rerun results from a second dxh800 instrument (dxh8003), with no instrument generated flags observed for patient 2. Patient 3 exhibited erroneous high ne and low ly diff results; however, instrument suspect and system messages were provided. The field service representative (fse) went on site. He replaced the dv (distribution valve) and flow cell to address the issue. Upon recur of the failure mode, flagged, un-flagged, and nonnumeric results are likely for the diff, nrbc, and retic parameters due to improper function of distribution valve for sample to the flow cell. (B)(4).